Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies and pain at the implant site. The pt was seen at the center for device eval. External equipment was exchanged. However, the reported problem was not resolved. The pt was seen by a co rep for device eval. Testing performed confirmed that the device was functioning. The decision was made to explant the c1 device. Surgery to explant the pt's device is to be scheduled.